Event description:
Vendor reported there are black spots on the infusion device display. No physiological effects were experienced. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the untied states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.